Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. Corrected information: d1. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code sxmp1b434. During the initial inspection of the sample, a hole was observed in the foil packet. This damage was noted to be outside in and appears to be caused by an unknown object, which compromised the integrity of the packaging. Additionally, a tear was observed in proximity to the hole. To complement this assessment, one photograph was provided that visually documented the hole in the foil packet. Due to the damage found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was reported that the primary package of the product was found damaged during normal checking. Not involved in any surgery or patient was involved. Please refer to the attached photo of the defect product. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.